Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that " when the suture was attempted to be removed from the packet the suture would either break or stretch and become weak and break on the first pass through tissue." A total of 5 patients were reported to be involved, therefore 5 files were created: (B)(4). Please provide the following information for each of the 5 patients: please confirm the number of sutures that broke when removed from the packet. Please confirm the number of sutures that broke during use on the patient (suturing). Were there any patient consequences? Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details.

Event description:
It was reported that a patient underwent a lumpectomy with biopsy sentinel nodes procedure on (B)(6) 2024 and suture was used. During the procedure, when the suture was attempted to be removed from the packet the suture would either break or stretch and become weak and break on the first pass through tissue. Another like device from the same lot was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.